Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an unspecified boston scientific mesh implant (advantage/advantage fit/obtryx/obtryx ii/lynx/solyx / pinnacle/pinnacle lite/uphold/uphold lite/upsylon y-mesh) was implanted into the patient on (B)(6) 2019. The patient experienced complications. Patient symptoms include: back pain; rect pain; thi pain; pain inter; inab inter; diff bowel; rec incont.